Event description:
Called to room as thermacore was not infusing blood. Unable to fix the problem. Blood was given manually with a syringe. When attempting to remove thermacore tubing setup the cassette stuck and difficult to remove. After multiple attempts was able to get cassette removed. New setup was placed and primed and blood was able to be transfused using thermacore. This was a significant delay in blood administration for a critically ill patient requiring multiple units of blood." Manufacturer response for warmer, thermal, infusion fluid, thermacor 1200 infusion system (per site reporter). No response yet.